Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to under delivery of insulin. The customer reported that the customer had high blood glucose levels of 18mmol/l to 30mmol/l. It was reported that the customer was having problems with insulin pump. The customer reported symptoms related to high blood glucose levels included nausea and tired. The customer stated that the high blood glucose event began on (B)(6) 2018. Troubleshooting was performed. The customer was treated with manual injections. The customer stated that the insulin exited at the quick release. The customer reported no leaks and air bubbles on the reservoir. The setting was correct on the insulin pump. The insulin pump passed the displacement test. The customer was advised to monitor the blood glucose. Product is not expected to return.